Event description:
The customer reported the device alarms constantly. The device was returned for evaluation. The device was received for evaluation and confirmed the customer reported problem of the device alarms constantly. The cpu board was replaced to resolve the reported problem. After repair, the device was found to meet specifications.